Manufacturer narrative:
A medwatch report was sent on 01/19/98. Please disregard the lot number on the initial medwatch report.

Event description:
Total knee arthroplasty was performed on 11/19/97. Revision of the tibial bearing and locking bar occurred on 12/3/97.